Event description:
A malfunction was reported with the customer's insulin pump. There was no adverse impact to the customer's blood glucose level. The customer planned to use a backup insulin pump while a replacement was arranged.